Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented for generator change due to normal eri, variable capture threshold and variable r-wave amplitude measurements were observed. Lead bend near suture sleeve was noted. Lead was explanted and replaced.